Event description:
It was reported by a distributor that during a prostatectomy procedure, the fine tip insert of the large needle driver instrument became dislodged during the surgery. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Per the customer reported complaint, the instrument was returned with one tungsten carbide insert missing from one grip. Engineering evaluation observed that the brazing surface shows small traces of filler metal. This discovery leads engineering to conclude that the carbide insert may have been inadequately brazed onto the grip.